Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that micro-holes in the 10ml plastipak ¿ syringe with bd luer-lok¿ tip were allowing leakage of fluids, medications, and/or blood. There was no report of injury or medical interventions.